Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Visual inspection of the instrument found the pitch cable broken. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. The root cause is typically attributed to a component failure, furthermore, variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log was performed. The instrument was used on (B)(6) 2021, (B)(6) 2021, and last used on (B)(6) 2021 on system sl0364. The instrument had 2 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires were broken in the wrist. The procedure was completed using a back-up instrument and there was no reported injury.